Event description:
Medtronic received information regarding an imaging system being used during a unknown procedure. It was reported that after a long spin, the system said 62 seconds. The timer was started to count down, but never spun. The site was able to do two smaller spins. After spinning, the site tried to open the system, and it would not open. The site rebooted the system, and they were able to open but then it made a loud noise while docking. This issue occurred intraoperatively, and there was unknown delay to procedure.

Manufacturer narrative:
(H3,h6) : manufacturing representative went to the site to test the system. They were unable to duplicate reported complaint. System performed 3d long scans normally using stealth 3. System passed all motion testing and docked normally. Completed overdue gain calibrations. System passed all testing and was ready for use. Codes b01, c07, d02 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000134 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.